Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient presented with an implantable cardioverter defibrillator that exhibited far r oversensing which triggered inappropriate mode switches. No changes or intervention was reported. There were no patient consequences.